Event description:
Journal reference: le jeune f, peron j, biseul I, et al. Subthalamic nucleus stimulation affects orbitofrontal cortex in facial emotion recognition: a pet study. Brain. 2008; 131 (pt.6): 1599-1608. The objective of the present study was first, to reinforce our previous results by demonstrating reduced fear recognition in our parkinson's disease pt group following stn dbs and, second, to correlate these emotional performances with glucose metabolism using fdg-pet. The fdg-pet and rfe, recognition of facial emotions, tasks were both performed by a cohort of 13 parkinson's disease pts 3 mos before and 3 mos after surgery for stn dbs. As predicted, we observed a significant reduction in fear recognition following surgery and obtained a positive correlation between these neuropsychological results and changes in glucose metabolism, especially in the right ofc, orbitofrontal cortex. Reportable event: total rfe, recognition of facial emotion, was significantly impaired following stn dbs, compared with the preoperative assessment. This was mainly due to the fear emotion. See mfg report 2182207200805650.